Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blank display, damage and moisture damage on the insulin pump. The customer's blood glucose value was unknown. The customer stated that her pump fell in the sink and the screen was cracked. The customer stated that she inserted a battery and a black bar came on the screen. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked end cap however, passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No display anomaly, battery reservoir icon anomaly or unexpected black baron screen anomaly noted. No blank display anomaly noted, however moisture damage was found on the electronic assembly. The insulin pump had cracked case at the display window corners, battery tube threads and broken reservoir tube lip. The insulin pump was missing the end cap sticker and the lcd window.